Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was unpacked on (B)(6) 2025. It was reported that the sealing sticker has been peeled off. No further information has been obtained despite good faith efforts. The reported event may suggest that the sterile barrier was compromised. The device was never in service and there were no patients involved in this event.

Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of device packaging seal compromised. Block h11: the returned alliance ii inflation syringe was analyzed, visual inspection found that the box was returned with evidence of sticker damaged. The devices inside the box showed no evidence of damage. No other problems with were noted. With all the available information, boston scientific concludes the reported event of packaging seal compromised was confirmed. The problem found could be caused due to environmental factors during the transport or storage of the device, also an incorrect storage of the box, without the proper conditions could have induced the analyzed defects. Therefore, the most probable root cause is cause traced to transport/storage.

Manufacturer narrative:
H6: imdrf device code a020503 captures the reportable event of device packaging seal compromised.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was unpacked on (B)(6) 2025. It was reported that the sealing sticker has been peeled off. No further information has been obtained despite good faith efforts. The reported event may suggest that the sterile barrier was compromised. The device was never in service and there were no patients involved in this event.